Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During investigation and evaluation, remnants of white crystallized contamination which is believed to be an infacol (simethicone) type product within the air and water channels. In addition, the following non-reportable malfunctions were found during device evaluation: light cover glasses chipped, and adhesive pitted, optical cover glass chipped, and adhesive pitted, distal end adhesive worn, control body aspiration housing colored ring worn, identity badge missing, angulation play straining, electrical safety test fail, and distal end looks marked and nicked no sharp edges. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had contamination evident in the water channel during the initial inspection of the device (maintenance). There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. A white foreign body was identified; however, the foreign material was unable to be identified. Reprocessing deviated from the instruction manual, so it is likely that foreign matter remained. There was no physical damage at the foreign object detection point. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the air-feeding function and the objective lens cleaning function." 2) "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.